Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the product support engineer (pse) reported that the device failed the airflow accuracy performance verification test (pvt) test five (5) failed at the 0 standard liter per minute (slpm) setting. The customer reported there was no patient involvement.